Event description:
No additional information received from customer.

Manufacturer narrative:
Update field: d8 this report is being supplemented to provide additional information based on the final investigation. Based on the results of the investigation, it is likely the event occurred because the device was insufficiently reprocessed by the facility staff. The event can be prevented by following the instructions for use (IFU): IFU operation manual ¿3.11 checking the concentration of disinfectant¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing using the endoscope reprocessor, it was discovered that the acecide concentration was not checked every time. There were no reports of patient involvement.